Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0nqz9, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of symptoms. There were no known contributing factors to the reported event. The manufacturer representative (rep) did not know about office visits regarding troubleshooting prior to the replacement of the ins and lead. It was also reported the healthcare provider would have no further information regarding the reported event. No further complications were reported or anticipated.